Event description:
It was reported that approx 4 days to 1 week after an lar procedure, the pt presented with symptoms of a possible leak and the pt was re-operated on in the area where the anastamosis had broken down. The anastamosis was resected, a rectal stump was left as well as an end colostomy. The device performed well during the initial surgery. The anastomsis was tested with no air leaks during initial surgery. It can not be determined what contributed to the post op leak. The pt is doing well with no further consequence reported.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.